Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The voltage test failed. The download log found low transmitter battery on issue date. The complaint was confirmed because we can see a low transmitter battery alert in the cloud data. The reported event of low transmitter battery was confirmed. The root cause could not be determined.